Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s lead had migrated down and out of epidural space. As a result, patient underwent a surgical procedure on (B)(6) 2018 to reposition the lead. Intraoperatively, lead was accidentally cut by surgeon in the attempt to reposition it ( reference MFR report: 1627487-2018-04102), hence patient was implanted with a new lead. Patient has effective therapy post operatively.